Event description:
Olympus med systems corp. (Omsc) was informed that the loop could not be detached from the device after the doctor ligated a lesion during unspecified procedure. The facility called dist and was informed of the way to handle. The doctor cut the coil sheath at handle side and moved it back and forth. Then the loop detached from the device and the doctor could withdraw it with endoscope. The procedure was completed and there was no report of pt injury regarding this report.

Manufacturer narrative:
The subject product was not returned to omsc for investigation. The exact cause of the user's experience could not be conclusively determined. The device instruction manual has warned users that there is possibility the loop cannot be detached from the device and it also describes what to do if the loop cannot be detached. This report is being submitted as a medical device report in an abundance of caution.